Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The overlay tubing of the lead was extrinsically breached due to a cut.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing with diminished r waves and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).